Manufacturer narrative:
(B)(4). Concomitant medical products: unknown, 36mm versys femoral head, unknown; unknown, 58 mm continuum shell, unknown; unknown, 36mm triligy poly liner, unknown. Legal. Customer has indicated that the product will not be returned to zimmer biomet for investigation [remains implanted]. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient's right hip suffered displacement of medial fragment of her femur 1 month post implantation where the patient was given abductor brace. The patient's right leg is 2.5 cm longer than her left leg. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information.

Event description:
It was reported that the patient suffers right hip pain after the closed reduction for dislocation. The patient's right leg is 2.5 cm longer than her left leg. Attempts have been made and additional information on the reported event is unavailable.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Concomitant medical products: 00875201336, liner elevated rim 36 mm i.d. Size ll for use with 58 mm o.d. Size ll shell, 63276424 00801803605, femoral head sterile product do not resterilize 12/14 taper, 62778846 00875705802, shell with multi holes porous 58 mm o.d. Size ll for use with ll liners, 62700759 00625006525, bone scr 6.5x25 self-tap, 63187329 00625006530, bone scr 6.5x30 self-tap, 63284551 00625006525, bone scr 6.5x25 self-tap, 63165861 00223200418, cable cerclage cable with crimp 1.8 mm dia. 635 mm length, 63001360 qty:2 00223200418, cable cerclage cable with crimp 1.8 mm dia. 635 mm length, 62944650. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Medical records were received and reviewed by a health care professional. Leg length was indicated in the op notes, but cannot be confirmed if it was equal post revision. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Cmp-(B)(4). Updated: reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information.